Event description:
We were informed on (B)(6) 2020 about an event regarding a patient with medtronic deep brain stimulation system undergoing a procedure to remove the system due to inadequate stimulation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to additional documents in i2k.